Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from (B)(4)% to (B)(4)% overnight. In addition, the customer stated the pump battery would not charge past (B)(4)%. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.